Event description:
Customer called to report the button error alarm. Unable to clear the alarm. The insulin pump alarms motor error after a change of the batteries. The blood glucose reading is 117 mg/dl. Customer also reported a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 30 mg/dl. Customer hospitalized for two hours. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. The insulin pump was received with a scratched lcd window and missing an end cap sticker. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted.